Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, "service required" codes indicating a charging issue were found in the ventilator's downloaded error log. The device was not in patient use. The device's power management board was replaced to address the issues. Additionally, the device's blower bellows was found to be physically damaged and were replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.

Manufacturer narrative:
The manufacturer previously reported "service required" codes indicating a charging issue were found in the ventilator's downloaded error log. The device was not in patient use. The device's power management board was replaced to address the issues. The power management board was returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states: the pil was able to duplicate the "e-189 err_loss_of_vbatt_li_power and e-272 err_vbatt_sense_low " error codes. Physical damage of the following capacitor's, c98, c38, and cr6 were the cause of the failure of the power management board.